Event description:
Event description boston scientific crm received information that the automatic capture feature was in retry mode. This indicates the device was unable to confirm capture. Also, there were stored episodes of false ventricular tachycardia episodes due to this loss of capture. The caller wants to know why there was no back-up pacing. A chest x-ray was done to examine the lead. The tip of the lead looked like it was in the same position but there was less slack noted.